Event description:
A 3.5 mm diameter x 9 mm length driver stent was implanted for treatment in the left anterior descending artery in 2004. A 2.5 mm diameter x 15 mm length s660 stent was implanted along with two other mfrs's drug eluting stents. Lesion morphology is unknown. At an unknown date, the pt presented to the e.r. With sudden onset of chest pains. The pt was sent for an emergent coronary catheterization. During the emergent catheterization procedure the pt became hypotensive, experienced ventricular fibrillation and went into cardiogenic shock. An intra-aortic balloon pump was placed, but the pt expired. An angiogram revealed a total occlusion of the left anterior descending artery where the stents were previously placed. Info regarding the status of the pt's anti-coagulation treatment is unknown.